Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. The catalog number identified has not been cleared in the us, but is similar to broviac single lumen catheter that is cleared in the us. The 510k/PMA number and pro code for broviac single lumen catheter is identified. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported approximately one month post chronic catheter placement, that the patient allegedly experienced skin inflammation around the insertion site. It was further reported that topical antibiotics were used to treat the area and the dressing was changed every four hours. The patient was reported as stable.